Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 19.9 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of (B)(4). Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device delivered more than expected. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.